Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv 2 device had ruptured during patient use. According to the report, the ruptured occurred after 12 hours of the patient's therapy. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The event occurred (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.